Manufacturer narrative:
B5: per updated information cause of this event is unknown. Claim # (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -9.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault . This exchange resolved the problem. Patient related factor was reported to be the cause of this event.